Manufacturer narrative:
(B)(4). This is a report of air in line where the patient connected themselves and initiated therapy prior to properly priming. The patient line clamp was closed during priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. The patient was connected at the time of the event. This occurred during fill one of peritoneal dialysis therapy. During troubleshooting, it was found that the patient line was not properly primed prior to initiating the therapy. The patient line clamp was closed during priming. Proper procedures per the user manual were reviewed. The technical service representative assisted with ending therapy and advised to restart therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.